Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this pacemaker were trending upwards and reached greater than 2000 ohms on (B)(6) 2018. This resulted in an automatic safety switch to unipolar. The patient was evaluated in clinic; this device then was programmed to pace in the ventricle only with no response to sensing and the patient was referred for lead revision. Subsequently, the rv lead was surgically abandoned and replaced. This pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.